Event description:
Patient with ifosfamide (medication) infusing when pump malfunctioned. Infusion changed to new pump and finished without incident. Further investigation determined the pump was programmed correctly but pressure calibration was required. Clinical engineering was able to calibrate and run infusions with the pump post investigation.